Event description:
It was reported that a patient experienced an air in tubing (without alarm) event during the dwell cycle of peritoneal dialysis (pd) therapy. The patient reported that the connection to the patient line was loose and disconnected. The patient was to complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. The direct cause for the reported event of air in tubing (without alarm) was determined to be use error - patient disconnected from set. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.